Event description:
The suspect device result was over 350 mg/dl. The user was concerned and went to the hosp. Their glucose was checked on a hosp meter and the level was 150 mg/dl. No treatment provided. They are unsure if controls had been used. The device was replaced and requested to be returned for eval.